Event description:
The patient presented to the emergency room (ER) due to an ineffective stimulation. Reportedly, the patient suffered a fall in november. The sjm representative met with the patient for reprogramming on (B)(6) 2015 to no avail. Diagnostic testing revealed multiple contacts with invalid impedance. Follow-up indicates the patient consulted with the physician. At which time, the patient was immediately admitted to the hospital where surgical intervention was undertaken on (B)(6) 2015. The lead was revised and the ipg replaced during the procedure. Effective stimulation was achieved postoperatively. Reference MFR report#1627487-2015-15163 regarding the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.